Event description:
It was reported that during priming with a revaclear 300, an external fluid leak "from one of the ends" was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. An external leak test was performed per procedure. The device failed both the priming and pressure tests, with fluid leaking outside of the dialyzer. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.